Manufacturer narrative:
Initial evaluation is being carried out on novii pod in the (B)(4) but at present we can not repeat the issue. We are awaiting for the failed unit to be returned to our facility in the (B)(4) for evaluation.

Event description:
On (B)(6). Monica was informed there had been an incident with a novii pod at the (B)(6) hospital in (B)(6) where a pod overheated whilst on charge and began emitting sparks before melting the exterior pod plastic. No-one was hurt. The pod was on charge in a stockroom at the time and a junior nurse was present and heard a pop, followed by sparks and smoke. The l&d manager doused the novii system with a powder fire extinguisher and the hospital fire department was called. Monica's clinical specialist, (B)(6), happened to be at the hospital at the time. The immediate hypothesis was that the lithium-polymer battery within the novii pod could be the cause and the fact that the failure occurred during charging, i.e. At a time when the battery chemistry is most volatile, appeared to support this.